Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use and it was undergoing diagnosis. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) communicated with the customer and confirmed that the geometry movements were partially unavailable. The philips field service engineer (fse) visited onsite and upon functional testing, the fse performed all the geometry diagnostics and movements of the stretcher and arch, and didn¿t find any issue with the system. After checks, the fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partially unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.